Event description:
It was reported the pt had experienced pain in his calf since implant. The pt also indicated the area to be swollen and warm. The pt's pain pattern is ribs. Further follow-up indicated the pt's pain has resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.